Manufacturer narrative:
(Method): device discarded by user therefore device unable to be returned for analysis. (Results): device discarded by user therefore device unable to be returned for analysis. Evaluation code (conclusion): device discarded by user therefore device unable to be returned for analysis. (B)(4).

Event description:
Patient exhibiting post-op bleeding under the skin (not around the implants) subsequent to mastectomy/reconstruction. Coag settings for the case were 5-6 and it was mentioned that bleeding complications may be a factor of technique. Intervention required to evacuate ~300cc of blood, patient is doing fine subsequent to evacuation.